Event description:
The hcp reported that the pt had return of symptoms and pruritus. The pt was admitted to the hosp. It is unk if there were any alarms or other medical issues. No pt treatment or outcome was reported. The pt's pump contained baclofen. Add'l info has been requested from the hcp, but was not available as of the date of this report. A f/u report will be sent if add'l info is rec'd.